Event description:
It was reported that the device had reached elective replacement indicator (eri), however, the device's longevity estimator indicated nine years remaining. It was also reported that a battery voltage measurement could not be measured. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst noted that elective replacement indicator (eri) was due to measurement system lock-up condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).